Manufacturer narrative:
Investigation results: severity: s1; occurrence: a complaint history check was performed and this is the 2nd related complaint reported for the defect/condition on lot number 7009830. Investigation summary: customer returned (1) loose 1cc, 12.7mm syringe. Customer states that there is a black fm like ink attached to the root of the needle. The returned syringe was examined and exhibited black material on the surface of the hub. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of scale print ink and silicone. As per manufacturing, a review of the device history record was completed for batch # 7009830. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Probable root cause is a likely to be ink on the pads on the printer during printing of the scale markings along the barrel shaft. When this occurs, ink may be found in various places along the barrel. The resulting defective component(s) and/or product(s) can make their way through the production process and on to the end user. CAPA (B)(4) was initiated by the holdrege plant to address print related defects and their associated root cause(s). Batch# 7009830 was manufactured before full implementation of all corrective/preventive actions associated with this CAPA.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter ¿like ink¿ was attached to the root of the needle on a bd plastipak¿ syringe. There was no report of injury or medical intervention.